Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
As reported, implant was early detached: the tip of the microcatheter (lighthouse soft, piolax) was positioned close to the vessel wall, and the coil was deployed while pressing it against the vessel wall. When the coil was three to four cm out of the tip of the microcatheter, the coil was attempted to be retracted. However, the coil was unable to be moved. The physician felt something was out of place and, upon withdrawing the pusher, discovered that the implant was not attached to the tip of the pusher but remained inside the tip of the microcatheter. When the microcatheter was removed from the patient, the coil could successfully be removed along with the microcatheter. The coil was not used, and another coil was used to continue the procedure. Subsequently, the procedure was completed successfully.

Manufacturer narrative:
The investigation of the returned coil system found the pusher heater coil damaged and the implant to be separated from the pusher; however, no indications of activation using a detachment controller were found on the pusher heater coil. The implant was not returned for evaluation. Further inspection found the pusher bodycoil damaged at the distal section. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11 for investigation conclusion.